Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-9800 console loses connection. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: complaint not confirmed. One unpackaged ar-9800 serial/batch number (B)(6) was received for investigation. The returned console was connected to the power and tested with an apollo ar-9811 lot 1611023, and no issues were found. The functional test found that the device was working as intended. No problem found.